Event description:
The complainant reported that a male patient who had experienced episodes of sustained ventricular tachycardia underwent coronary intervention with placement of an impella support device via the right femoral artery. A single-access technique was used to perform additional coronary intervention. During exchange of the peel-away sheath, bleeding developed at the vascular access site. Due to the bleeding, the clinical team elected to remove the impella device, and manual pressure was applied to achieve hemostasis. The event was considered a serious injury due to the bleeding and the need for unplanned device removal and intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.